Manufacturer narrative:
Approximately 10.5 cm of the ventricular catheter was returned. The returned catheter was patent and met the requirements for leak testing. Proteinaceous debris was noted in the interior and exterior of the catheter. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the device on (B)(6) 2015 due to hydrocephalus after traumatic brain injury. According to the report the patient underwent a head CT scan and the ventricles were not getting smaller. It was reported that the device was explanted as part of the shunt system on (B)(6) 2016 and replaced with another device. Reportedly, there was no injury to the patient and the patient is stable. It was later reported that there was no allegation that the ventricular catheter had malfunctioned or was not working properly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.